Manufacturer narrative:
Analysis was performed by remote service personnel which included troubleshooting. The remote service engineer (rse) assisted the customer in running the non-invasive blood pressure (nbp) calibration; however, the issue remained. The rse advised the biomed to replace the nbp pump assembly. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause is unable to be confirmed; however, based on troubleshooting it is likely due to a faulty nbp pump assembly. A nbp pump assembly was ordered and shipped to the customer so the biomed can repair the device. A review of the service history for this device confirms the problem has not been reported again for this device.

Event description:
Philips received a complaint on an earlyvue vs30 monitor indicating that while doing preventive maintenance, the biomed states he failed the nbp calibration. When the biomed tried to set the calibration point, the value is wrong. The device was not in use on a patient at the time of the event, there was no patient involvement.